Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips will not close, seems they are closed, ratcheting all the way, but when the device is pulled off of the vessel the clips come off with the device. The clips are not closing off or staying on the vessel. Another device was used to complete the case. There was no adverse consequence to the patient.